Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose and ketoacidosis. The blood glucose reading was over 300 mg/dl at the time of admissions. Customer stated that his infusion set became detached while he was in the hospital. Nothing further was reported.